Event description:
It was reported, that an intraocular lens (iol) was explanted, due to an injector issue. And the optic had a peripheral burr on it. No other information was provided.

Manufacturer narrative:
Section d6a: if implanted; give date: n/a (not applicable). The cartridge is not an implantable device. Section d6b: if explanted; give date: n/a (not applicable). The cartridge is not an implantable device. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation and the lot number for this device is unknown/not provided. Therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number was not provided. Attempts have been made to obtain missing information. However, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.